Event description:
It was reported that a malfunction alarm with code malf 9 occurred, and a fault ID was available. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted in resetting it. Following the reset, the malfunction did not recur, and the customer was advised to change the cartridge and start the continuous glucose monitor again. Communication difficulties occurred during the follow-up, but the issue was resolved, and the customer was able to continue using the pump.